Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser stopped during a surgical procedure.

Manufacturer narrative:
The customer reported that the embedded laser in the system stopped working during a procedure. A review of the service request (sr) indicates the customer called back three (3) days later to report that the issue had been fixed and service was no longer required. The system was manufactured on (B)(6) 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).